Manufacturer narrative:
A comprehensive records review will be conducted. Once the results are available, a follow-up med watch report will be submitted.

Event description:
It was reported that a patient underwent a dental procedure on tooth sites 24-26 with implantation of a puros allograft customized block (tissue from donor not distributed in the u.s.) And a copios pericardium membrane on (B)(6) 2022. The doctor indicated that the procedure was uncomplicated, super fitting and blood circulation with unproblematic multilayer wound closure. On an unknown date, joint with fulminant wound infection and complete dehiscence of the vestibular wound was noted, also including membrane loss. The bone block had to be removed. The patient has been rescheduled for a new augmentation.

Manufacturer narrative:
Rti germany conducted a batch documentation review for copios pericardium membranes manufactured from lot nza20040100. One departure from standard operating procedures was noted during the records re-review for the lot; associated with drying temperature. The departure did not affect the quality of the product. Manufacturing records review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance/inspection criteria prior to distribution. To date rti germany has manufactured and distributed a total of 90 graft specific to copios pericardium membranes from lot nza20040100 without related complaints. Transplant failure and dehiscence are listed as per current rsi of the product. Wound complications like infection, swelling and pain are mentioned as procedure related reactions in the rsi. Since there is no indication of non-sterility of the implanted tutogen product, transplant failure, infection and dehiscence are assessed as not related. According to records review serial ID (B)(6) met rti germany's specification and release criteria.